Manufacturer narrative:
(B)(4).

Event description:
The consumer reported information about an unknown patient in their support group. After nine months, the device did not work. The I ndication-for-use (IFU) was unknown. Follow-up could not be done as there was no source to contact. If additional information is received, a follow-up report will be sent.